Manufacturer narrative:
Interrogation of the device determined it was used to infuse dilaudid (20mg/ml at 0.117mg/day), bupivacaine (40mg/ml at 0.234mg /day), fentanyl (0.6mg/ml at 0.00350mg/day), and baclofen (0.8mmg/ml at 0.00467mg/day). Analysis of the pump found motor feedthrough anomaly, testing showed shorting across the insulator.

Manufacturer narrative:
(B)(4).

Event description:
Information received from a manufacturer representative receiving hydromorphone (unknown dose/concentration) via an implanted pump. Indication for use was noted as non-malignant pain and phantom limb pain. It was reported that premature elective replacement indicator (eri) occurred on the logs on (B)(6) 2015. The pump had a permanent motor stall with no recovery on (B)(6) 2015, low battery reset occurred on (B)(6) 2015. It was reviewed that the patient had not been getting drug since (B)(6) 2015. Additional information received from the manufacturer representative. It was reported that the patient experienced no symptoms other than noticing the alarm beep. When the physician read the logs, they noticed an eri warning and noticed motor stall that did not recover. The physician switched to minimum rate and put patient on oral medication. The pump was replaced and old pump was sent back for diagnosis. (No outcome and drug in the pump concentration/dose were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
The pump system was delivering dilaudid (20mg/ml at 0.117mg/day), bupivacaine (40mg/ml at 0..234mg/day), fentanyl (0.6mg/ml at 0.00350mg/day), and baclofen (0.8mg/ml at 0.00467mg/day). Conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code \ because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event.